Manufacturer narrative:
On (B)(4) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during a follow-up, it was observed that the ICD involved in this MDR report delivered numerous inappropriate shocks because of noise detection. The measurements made on this date were normal (impedance of the lead: 454ohms, r wave amplitude: 14.2mv, ventricular threshold: 3.5v). Because a lead issue was suspected, the physician decided to explant the lead (sorin isoline 2cr6 s/n (B)(4) was returned separately for analysis) and to implant another one. The ICD was also explanted and returned for analysis because, it had already been implanted for 5 years.